Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr. Best hoch-tief) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr. Best hoch-tief. On an unknown date, an unknown time after starting dr. Best hoch-tief, the patient experienced foreign body in throat (serious criteria gsk medically significant), gingival discomfort, persistent dry cough and product complaint. The action taken with dr. Best hoch-tief was unknown. On an unknown date, the outcome of the foreign body in throat, gingival discomfort, persistent dry cough and product complaint were unknown. The reporter considered the foreign body in throat and gingival discomfort to be related to dr. Best hoch-tief. It was unknown if the reporter considered the persistent dry cough to be related to dr. Best hoch-tief. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 06dec2022. The consumer reported that "I have to draw your attention to a problem with the toothbrushes mentioned above, that your quality assurance has obviously escaped. Individual bristles come loose after just one use. I had noticed this a long time ago, but I hadn't taken it seriously. In the meantime, the connection with the complaints caused by this has become irrefutable. Gum problems and the suspicion of caries in the interdental area turned out to be caused by individual bristles jammed there. If it was possible to remove these, the complaints disappeared. The problem, however, is that the bristles can be swallowed unnoticed when rinsing and become lodged in the larynx and trigger a highly unpleasant foreign body sensation or a persistent dry cough after brushing your teeth in the morning and evening. What effects these foreign bodies have on the rest of the gastrointestinal tract remains unclear. I never use the toothbrushes for more than a week or two. They were found in various shops in bought. I would like to recommend looking into this matter. I would be surprised if nothing has become known about this so far and I will ask local dentists and ent doctors myself." Follow up information was received on 16jan2023 from quality assurance (qa) department regarding complaint pqc172867 (issue number) for lot number unknown. Investigation completion date: 16jan2023 and investigation site schiffer germany. Investigation evaluation: complaint response gsk 20254 condition of complaint sample(s), description of complaint classification: critical receipt sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer. Root cause analysis: the review of manufacturing / packaging batch records is not possible due to the lack of batch number. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Based on the investigation, the investigation reports concluded that, complaint stands unsubstantiated. Follow up information was received on 20jan2023 from quality assurance (qa) department regarding complaint pqc172867 (issue number) for lot number unknown. Investigation evaluation: the review of manufacturing / packaging batch records is not possible due to the lack of batch number. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Based on the investigation, the investigation reports concluded that, complaint stands unsubstantiated. No new information was received in the follow up.

Event description:
Bristles can be swallowed and become lodged in the larynx [foreign body in throat] gum problems [gingival discomfort] persistent dry cough after brushing [persistent dry cough]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr. Best hoch-tief) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr. Best hoch-tief. On an unknown date, an unknown time after starting dr. Best hoch-tief, the patient experienced foreign body in throat (serious criteria gsk medically significant), gingival discomfort, persistent dry cough and product complaint. The action taken with dr. Best hoch-tief was unknown. On an unknown date, the outcome of the foreign body in throat, gingival discomfort, persistent dry cough and product complaint were unknown. The reporter considered the foreign body in throat and gingival discomfort to be related to dr. Best hoch-tief. It was unknown if the reporter considered the persistent dry cough to be related to dr. Best hoch-tief. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 06dec2022. The consumer reported that "I have to draw your attention to a problem with the toothbrushes mentioned above, that your quality assurance has obviously escaped. Individual bristles come loose after just one use. I had noticed this a long time ago, but I hadn't taken it seriously. In the meantime, the connection with the complaints caused by this has become irrefutable. Gum problems and the suspicion of caries in the interdental area turned out to be caused by individual bristles jammed there. If it was possible to remove these, the complaints disappeared. The problem, however, is that the bristles can be swallowed unnoticed when rinsing and become lodged in the larynx and trigger a highly unpleasant foreign body sensation or a persistent dry cough after brushing your teeth in the morning and evening. What effects these foreign bodies have on the rest of the gastrointestinal tract remains unclear. I never use the toothbrushes for more than a week or two. They were found in various shops in bought. I would like to recommend looking into this matter. I would be surprised if nothing has become known about this so far and I will ask local dentists and ent doctors myself."

Manufacturer narrative:
Argus case ID: (B)(4).